Manufacturer narrative:
(B)(4). Date of initial report : 01/26/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened during a case. There was no patient injury as a result.